Manufacturer narrative:
Exemption number: e2014018. Investigation - no product at hand. Batch history review - the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot and error pattern at hand. Conclusion and root cause - the root cause is most probably usage and/or patient related. Rationale - with the lack of information and without any product available for analysis, a definitive root cause cannot be determined. In the information the possibility of bad bone structure was mentioned. This could be a possible root cause for the problem. Another possible root cause is a high force used during the implantation of the implants.

Event description:
It was reported that there was postoperative loosening of screws. On (B)(6) 2018, the patient underwent initial spinal surgery and implantation of ennovate screws, set screws, a rod, and tspace peek implants. It was felt that loosening of the screws may have occurred during application with the compression forceps due to insufficient bone structure. A revision was performed for loosening on (B)(6) 2018. There was replacement of screws in the lumbar spinal body 3 and sacral vertebrae; two larger screws (8.5mm instead of 7.5mm) were placed the sacral vertebrae 1, bilateral. There was revision of screws in the lumbar spinal body 4/5, corpectomy of lumbar spinal body 4/5, vertebral body replacement, and cement augmentation at height of lumbar spinal body 3 left side. Further details were not provided. This report addresses the ennovate polyaxial screw (1 of 3), 6.5mm cannulated. Associated medwatches: 9610612-2018-00578; 9610612-2018-00616; 9610612-2018-00579; 9610612-2018-00617; 9610612-2018-00618.